Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a motor error just after changing the insertion site and during a bolus. The blood glucose reading was 408 mg/dl. The insulin pump had not been exposed to a strong magnetic field. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.